Manufacturer narrative:
The alarm trace contained sample short and abnormal aspiration errors. The field service representative found no hardware cause for the issue. He performed a precision check and the customer performed tests. The instrument performance was verified and the issue appeared to be resolved. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable sodium results for 2 patient samples on a cobas 8000 cobas ise module. Patient 1: the initial sodium result was 134 mmol/l and the repeated result was 141 mmol/l. Patient 2: the initial sodium result was 134 mmol/l and the repeated result was 140 mmol/l. The results were not reported outside of the laboratory. The repeated results were believed to be correct. The electrode lot numbers and expiration dates were requested but not provided.